Event description:
Medtronic received information via literature regarding an 81-year-old male patient with coronary artery disease and severe aortic stenosis with heart failure symptoms who underwent implant of a 34-mm medtronic evolut r bioprosthetic valve (unique device identifier numbers not provided). A post-procedure echocardiogram revealed mild paravalvular leak. The patient then developed intermittent left bundle branch block (lbbb), requiring temporary transvenous pacing. Further electrophysiology studies noted his bundle block, requiring permanent pacemaker implantation. Over the next week, on outpatient follow-up, the patient developed ventricular tachycardia storm (vt storm) with syncope, requiring re-hospitalization and treatment with intravenous medication and cardioversion to terminate the arrhythmia. The patient¿s pacemaker was upgraded to a cardiac resynchronization therapy defibrillator (crt-d). No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
Citation: hadadi c., et al. Po-702-04 ventricular tachycardia following tavr due to electrical irritability from valve placement. Heart rhythm, 2022 may;19(5):supplement:s443, poster session, published may 1, 2022, san francisco, ca earliest date of publication used for date of event. Medtronic products referenced: evolut r (PMA# p130021, product code: npt). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.